Event description:
It was reported that the patient experienced a "loss of efficacy" which was "unrelated to stimulation therapy". Patient's right hand was "shaking really badly" over the six months prior to the time it was reported. Patient's device was reprogrammed three weeks earlier and her implantable neurostimulator (ins) was "confirmed to be functioning with no problems". Patient was "doing well" once her device was reprogrammed but less than two weeks afterwards, patient's right hand was shaking again. It was indicated that when the patient turned stimulation on, it caused "shocks" but she was "unable to turn her device" off since the time she was reprogrammed because of "the way it was programmed to help the tremors on her right hand". It was noted patient weighed (B)(6) and the "shocking jerked her right leg and arm when they programmed it". It was also noted that the patient "had to rest in between from the shocking" during reprogramming. At the time, the incident was being reported, the patient "needed a straw" and was "unable to write her name". About 3 weeks later, it was reported that the patient was reprogrammed on (B)(6) 2012 and was told "they just could not adjust it, they could not go any higher and patient was just going to have to live with it". The patient left in "worse shape" than when she went in and "could not walk" at the time it was being reported. An MRI had been scheduled and reprogramming was going to be done. If additional information is received, a follow up report will be sent.

Event description:
Follow up reported the patient had an MRI. The lead was in place and the 'unit adjusted.' Follow up from the health care provider reported there were no abnormal impedances. It was noted there was a 'loss of benefit' and worsening of tremor over time. There was no surgical intervention. X-ray was scheduled for (B)(6) 2012. Reprogramming was done on (B)(6) 2012. It was noted they were unable to capture tremor on right completely. Patient had residual tremor, increased stimulation. Stimulation induced capsular and sensory side effects. Signs and symptoms include tolerance to stimulation and the tremor on the right could not be captured. The patient did not require hospitalization. Further follow up reported the patient was reprogrammed after the MRI was done that showed the leads were in place.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3389s-40 lot# v190602, implanted: 2009 (B)(6), product type lead (B)(4).